Manufacturer narrative:
Citation: shahanavaz stranscatheter pulmonary valve replacement with the melody valve in small diameter expandable right ventricular outflow tract conduits. Jacc cardiovasc interv. 2018 mar 26;11(6):554-564. Doi: 10.1016/j.jcin.2018.01.239. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter pulmonary valve replacement with the melody valve in small diameter expandable right ventricular outflow tract conduits. All data were collected from multiple centers between january 2010 to march 2017. The study population included 140 patients (predominantly male; median age 11 years). Twenty-three patients were excluded from the study due to coronary compression with test angioplasty (n= 6), satisfactory hemodynamics after conduit dilation or stenting alone (n= 6), operator discretion (n= 4), unfavorable conduit size or anatomy (n= 4), inability to advance the delivery system to the intended implant location through a percutaneous approach (n=2), or hemodynamically unstable conduit rupture (n=1). The remaining 117 were included in the study and were implanted with a medtronic melody bioprosthetic valve. Thirty-three of these patients had been previously implanted with a medtronic contegra conduit. The serial numbers were not provided. Among all patients adverse events associated with conduit included: tears, rupture, calcification, stenosis, regurgitation and endocarditis. Adverse events associated with bioprosthetic valves and the delivery catheter system (dcs) included: pulmonary artery injury, femoral artery pseudoaneurysm, and fracture with distal embolization of a small fragment of a long sheath. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or products were reported.